Event description:
Customer stated a blood glucose test was run and the result was 560mg/dl. Results of "hi", 499, 529, and 463mg/dl were also received. The customer went to the e.r. Two hours later and received a result of 170mg/dl on the hosp device and 455mg/dl on the customer's device. No treatment was received. No controls in use. A request was made for return product and replacement product was sent.